Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received compromised forced sensor system error alarm and drive support cap was flush. They also reported that the sensor was not working. They also reported that they experienced high blood glucose level 400 mg/dl but had not treated. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.